Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure this right ventricular (rv) lead was observed to have some separation near the white part of the lead, noted as an insulation issue. This rv lead was successfully repaired with a lead repair kit and remains implanted. No adverse patient effects were reported.